Event description:
A trilogy evo, o2, japan ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation at the manufacturer's service center, the trilogy evo, o2, japan device failed active exhalation verification during final test. The device's 3-way solenoid valve was replaced to address the issue. Additionally, the device's air inlet foam filter and particulate filter were replaced to prevent failure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 1.06.10.00.